Event description:
It was reported that the 2.5 x 38 mm xience xpedition stent delivery system (sds) was taken out of the dispenser. No anomalies were noted at this point and the device was not noted to be separated when taken out of the dispenser. Then, the xience xpedition sds was advanced over an unspecified guide wire. When the distal part of the sds was about to enter into the rotating hemostatic valve (rhv) and guiding catheter, it was observed that the hypotube had been separated distal to the hub. A non-abbott stent was used for the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. The sales rep examined the device and noted the hypotube appeared to have kinked then separated. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and kink/bend were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations or kinks from this lot. Based on the reviewed information, no product deficiency was identified.